Event description:
On (B)(6) 2012, two zilver ptx stents, ziv6-35-125-6.0-120-ptx/c778923 and ziv6-35-125-6.0-120-ptx/c775583, were placed from the right sfa to the pop a (above the knee). On (B)(6) 2014: x-ray image confirmed that the stent placed in the distal side was fractured (type iii). As of (B)(6) 2014, no additional treatment has been conducted or planned at the moment since patency is currently secured. There have been no adverse effects to the pt reported. The lot number of the fractured stent is either c778923 or c775583, but cannot be determined. A report has therefore been submitted for both suspected lots. Refer also to MDR report 3001845648-2014-00233.

Manufacturer narrative:
(B)(4). Incident meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this device family for stent fracture regardless of pt outcome. The ziv6-35-125-6.0-120-ptx stent lot number c778923 was implanted in the pt and is therefore not available for eval. With the info provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed as follows. Findings: x-ray images of the distal proximal stent and the majority of the distal stent were provided. These images were photographed from a computer monitor. Of the four provided images, two were side by side images of the stent at different dates. Three areas of the distal stent are suspicious but not definite for fracture. These areas are labelled 1, 2 and 3 on the provided figure. Area 1 suggests at least some stretching. Increased density in area 2 is at least in part superimposed calcified atheroma but also could represent fractured and now overlapping stent struts. Area 3 is the only portion of the stent that has significantly changed between (B)(6) 2014. Here an oblique lucency has developed at a point of slight stenosis and direction change. Verification of stent fracture is impossible. The only definite conclusion is that lumen compromise by a type IV stent fracture was not present. Impression: the provided imaging suggests development of an oblique stent fracture associated with twisting in the region of the adductor canal. Image quality was insufficient to verify. Stent fracture from twisting and stretching risk was greatest at end just inferior the adductor canal (j vasc interv radiol. 2010 feb;21(2): 195-202). Based on the images, the customer complaint was confirmed as provided imaging suggests stent fracture associated with twisting in the region of the adductor canal; however, stent fracture cannot be definitely confirmed as image quality was insufficient to verify. It may be noted that as per instructions for use stent strut fracture is noted as potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant mfg records revealed no discrepancies that could have contributed to this complaint. According to info provided, no additional treatment has been conducted or planned at the moment, since patency is currently secured. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.